Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a sling on a tvt procedure in 2008. According to the complainant, the patient has experienced vaginal erosion exposing the mesh. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.